Manufacturer narrative:
Analysis of the pump (B)(4) found non-significant anomaly, eri (elective replacement indicator) due to time progression. Analysis found slight moisture present on inner cover, on gear wheel 3, on pump head and slight wear on the inlet and outlet of the pump tube. Conclusion was updated.

Event description:
Additional information was received from the healthcare professional via clinical study indicating that the concomitant medication was tizanidine hcl; drug strength, dose and therapy dates were not provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l60849, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via ispr (implantable systems performance registry) in regards to a female patient who was being treated with baclofen intrathecal (2000 mcg/ml) at a dose rate of 370.3 mcg/day. The drug information provided via the pump logs indicated that the pump had last been examined on (B)(6) 2014. The patient experienced truncal weakness. The pump's elective replacement indicator (eri) occurred and the pump was refilled on (B)(6) 2015. The pump was replaced on (B)(6) 2015 and there were no diagnostic methods. It was noted that the event was related to the device or therapy and not related to the implant procedure. The event had recovered without sequelae on (B)(6) 2015. There were no other signs or symptoms and no serious adverse device effect occurred. The patient's indication for pump use was intractable spasticity and spinal cord injury/spinal cord disease. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a physician via ispr indicated eri occurred on (B)(6) 2015. The pump logs had also been examined on (B)(6) 2015 (last change (B)(6) 2015) and there was a 0% change in daily dose. The patient was still receiving baclofen intrathecal (2000 mcg/ml) at a dose rate of 370.3 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.